Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer sister reported via phone call hospitalization and vehicular accident. Customer¿s blood glucose level was 300 mg/dl. Customer¿s sister advised the patient was wearing the insulin pump when they were in a car accident. Customer was placed on anesthesia and went to the hospital. Customer¿s sister was unable to turn off the insulin pump and they were assisted to turn it off. Customer was unable to troubleshoot for possible critical pump error and keypad anomaly. Product was not returned for analysis.